Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device is displaying the picture in the top center. This display is cutting off part of the visual screen. The medical procedure was completed after changing the camera for a replacement.